Event description:
Amo received a report from a distributor regarding a female consumer who reported that both she and her son experienced ulcers in their eyes while using multipurpose solution (private label). No additional info has been provided. This report is related to MDR 202664-2009-00062. We are attempting to obtain further info regarding the pt, her event, treatment, retrieval of the complaint unit and attending physician info to obtain professional eval.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Retain sample testing for microbiology has been performed. Test results were within specifications. Root cause has not been established.